Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that patient underwent an unknown procedure on an unknown date due to degenerative disc disease. Post-op, peek rod broke. The product came in contact with the patient. Patient complications were reported unknown. It is reported that there is no explant until now. Details of injury and patient recovery: numbness right leg